Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: 4 lumbar degenerative spondylolisthesis procedure: posterior lumbar inter-body fusion(plif) it was reported that intra-op, obturator tip was broken. Product came in contact with the patient. No fragment remained in the patient's body. No patient symptom and complication were reported in the event.

Manufacturer narrative:
Product analysis result: visual microscopic hardness dimensional visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted ccw, consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface with circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.